Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the right side on (B)(6) 2008. Currently the pt is being monitored due to pain. This is a bilateral claim. Left side complaint: (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on january 19, 2016: the device reported in this incident was not manufactured by zimmer (B)(4). The product was manufactured by zimmer inc., (B)(4). Zimmer (B)(4) will invalidate this case. Please also invalidate this case from your system. (B)(4).

Event description:
It has now been reported, that a tm modular cup 58mm solid was implanted on (B)(6) 2008. This device was manufactured by zimmer inc., (B)(4).